Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.